Event description:
It was reported the patient's catheter was dislodged. It was noted it may have been dislodged for up to a year. The patient was monitored for a possible granuloma. The pump was scheduled to be replaced on (B)(6) 2012. The device system was used to deliver saline. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the pump and catheter were explanted on (B)(6) 2012. A reporter stated that the catheter had been displaced and medication was going into the patient's muscles. No further information was provided.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type catheter.

Manufacturer narrative:
Patient code (B)(4) no longer applies. (B)(4) no longer apply.

Event description:
Additional information was received from a consumer. The pump never worked for the patient. The consumer reported that the patient had it removed in (B)(6) 2012. The healthcare provider (hcp) tried 3 times to do this procedure and failed every time. The first time, the patient got an infection. The second time, the catheter broke. The third time, the consumer couldn't remember what happened, but it wasn't good. It was possibly something with splicing the catheter. The pump was removed, but the catheter was left in because it was stuck to the patient and deemed not accessible to remove.

Event description:
Additional information was received from a healthcare provider (hcp). The first catheter was cut and removed during surgery on (B)(6) 2012 because it was not correctly positioned from the original procedure. On (B)(6) 2012, the pain pump was removed from the abdomen per patient request as they were no longer using the pump from the last surgery. There was no third attempt and there was no failure on removal.

Manufacturer narrative:
Correction filed to report the UDI number.